Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that after disconnecting from the pump, when attempting to bolus from the meter remote the pump was only able to deliver 3-4 units of insulin. The reporter could not confirm whether the motor remote emitted a communication error and had no additional information regarding the complaint at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.